Event description:
It was reported that a ¿leaking pump issue¿ occurred. The catheter started to leak in 2012. The patient had a dye study and it was determined that the tube was leaking and the drug was pocketing behind the pump. This caused a granuloma. The tubing was repaired in a revision surgery. The pump was also replaced at this time. The device system was used to deliver infumorph 10mg/ml at 8mg/day. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received on 25-aug-2016 from a consumer and it was reported that about 4 years ago there was a pump volume discrepancy and they found out that the "tubing was shredded" and had to be revised on (B)(6) 2012. Per the reporter, the medication in the pump with the volume discrepancy and shredded catheter was morphine (10 mg/ml at 4 mg/day).

Manufacturer narrative:
Correction: the recall z-1151-2008 should not be applied. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8596, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4).